Event description:
The account stated, the left siderail end tube is broken, preventing the siderail from latching.

Manufacturer narrative:
Parts were sent to the account to repair the stretcher. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.